Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds in (B)(6) 2015. The patient was asymptomatic. Prior to the explant procedure on (B)(6) 2015 high thresholds were again observed. The lead was explanted and replaced. No further information could be obtained.

Event description:
New information indicated that the patient was in stable condition post procedure.